Manufacturer narrative:
Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 3a00869 was manufactured on 08/jan/2023, in scd line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1257951 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the applicable process instruction - process instructions for manual assembly and packaging - scd. Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 25/sep/2023, complaint investigator ran a query in database from 01/jan/2022 to 25/sep/2023 in order to verify the complaints reported for the lot number 3a00869 for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ and as result, no additional complaints were found. Historical nonconformance review: on 25/sep/2023, complaint investigator ran a query in database looking for any in process nonconformance / corrective action/preventive action (CAPA) (s) associated to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ for the lot number 3a00869 and as result, no nonconformance / corrective action/preventive action (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: no objective evidence was received such as a photo or sample, for this reason, we cannot conclude that the product does not meet specifications. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿. No additional complaints were reported for lot affected related to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 3 of 8. E1: name of affiliation: (B)(6) hospital. Complainant city: (B)(6). H6: medical device problem code: as per the information provided by complainant, for the issue dressing too sticky, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported by a nurse that the dressing was really sticky to the patients¿ skin, and it was really difficult to remove. Also, reported that they did not use cleansers / skin protectors, just saline to clean the incision. The dressing was applied at the ward after twenty-four hours of the intervention and the dressing was used for four to six days. For removal, dressing was pulled from one corner and tried to take it out. No photograph was available at this time.